Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump sustained physical damage. The caller stated that the customer had dropped the insulin pump, and a circle component of the insulin pump came off. The caller reported that she was able to put the piece back onto the insulin pump, but when she primed the device, it pushed the piece back out. The customer's blood glucose was 150 mg/dl. The caller stated that the whole bottom part of the insulin pump came off. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.